Manufacturer narrative:
The reported event of the device being unable to pair with the merlin application was confirmed. Based on the information provided, it was determined that the device had entered bluetooth lockout. The device is performing per design.

Event description:
New information received notes that the bluetooth telemetry loss was resolved by connecting the implantable cardioverter defibrillator to another external device. No patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.